Event description:
The customer reported that they performed an emergency c-section while using a device that displayed an error message which indicated that the device was not working properly.

Manufacturer narrative:
The customer reported that they performed an emergency c-section while using a device that displayed an error message (error code 516) which indicated that the device was not working properly. Philips is reporting this issue based on the customer's initial allegation, "c section performed from monitor based on monitor", however, based upon info provided by the customer on 05/29/2009, there is no allegation of info to support that the device was reported to have experienced a malfunction was a factor in the decision to do an emergency c/s on a pt. The biomed was unable to confirm that the device was actually in use on the pt and has no way of confirming. There was a pt who had a emergency c-section and there was a monitor with the described error codes/symptoms and failure, but they do not allege that these 2 things were related to each other. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.